Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "product was found with damaged cuff(leaked) before procedure". Alleged issue reported as detected prior to use on a patient during inspection/functional testing. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The cuff pressure of tracheal clear cuff and the bronchial blue cuff of the complaint device were then tested by inflating the cuff to 25 mbar using a calibrated endotest meter. It was observed that the cuff pressure of clear cuff deflated rapidly at 25 mbar whereas the pressure of the blue cuff maintained at 25 mbar. A water leak test was then conducted and no air bubbles were observed coming from the blue cuff; however, air bubbles were observed coming from the clear cuff. The area of leakage on the clear cuff was then inspected under magnification and a cut mark was observed on the cuff. A device history record review was performed and there were no issues found that could relate to the reported complaint. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. A conclusion code could not be found as the complaint was confirmed; however a root cause was not established.

Event description:
Customer complaint alleges "product was found with damaged cuff(leaked) before procedure". Alleged issue reported as detected prior to use on a patient during inspection/functional testing. Patient condition reported as "fine".